Event description:
According to the customer: "after peripheral venipuncture with a 20g peripheral venous catheter, the sting prevention safety system did not work".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Evidence at disposal: no sample received but two photos were provided for analysis. Picture 1: a peel pack of article number 4251644-01 and batch number 24g09g8315. Picture 2: flashback of blood in the flashback chamber was observed. The safety clip position was observed to be located on the middle of the cannula surface in which did not engage at the cannula tip after cannula withdrawal from the catheter hub. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. The vision system conduct 100% checking on relevant critical dimension of cannula including crimp width, crimp length, clip dimension, clip position and bevel condition. Defective parts will be automatically rejected by machine. The process cards for the complaint batch show no abnormality. Reviewed incoming safety clip inspection data: the stamping ipqc data for the clip batches used in the complaint batch showed no deviation and all measurements were within the specification. Reviewed final control inspection results: inspection results conducted for withdrawal force cannula/capillary for 20 pcs shows result as passed. Inspection of clip drag force were inspection on 20 pcs samples and the result shows passed. Conclusion: as no sample was received, furter examination was not possible to determine the actual cause. The complaint batch show no abnormality during the manufacturing process. Complaint is not confirmed. This complaint has been added into the statistic for trend analysis. Should we received the sample, this notification will be reopened for re-evaluation.